Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly crooked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport clearvue implantable port, one catheter, two cath-locks, one right-angle non-coring needle, one straight non-coring needle, one flushing connector, one vein pick, one tunneler, one safety infusion set, one j-tip guidewire in a guidewire hoop, one introducer needle, one 6.5fr peel-apart sheath and vessel dilator and one syringe were returned for evaluation. Visual and functional evaluation was performed. The complaint samples appeared to be clean. The returned peel-apart sheath was noted to be slightly kinked on the sheath shaft, proximal to the t-handle. No other anomalies were noted. An attempt to load the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place successfully. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without issue. Therefore, the investigation is confirmed for the reported sheath deformation issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly crooked. The procedure was completed using another device. There was no reported patient injury.